Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer informed that the surgeon was encountering a repeated error c-38 on the erbe generator. The technical support engineer (tse) walked the staff through a power cycle of the erbe with no change. The staff tried the second monopolar connection with no change. The staff located a force triad but they are unable to locate the energy activation cable to connect the generator to the vision side cart (vsc). The staff disconnected from the call to locate the cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated the issue had been resolved. The customer described the issue as intermittent coagulation/energy from the generator. The surgeon was able to continue using the same generator by using the cautery in spurts. The customer completed the procedure robotically with no injury to the patient. Patient information was requested but not available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint regarding erbe errors was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A procedure log review was performed. Per the review, the following was confirmed: a bilateral inguinal hernia procedure was performed on system (B)(4) on (B)(6)2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the electrosurgical generator unit (esu) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party esu. The esu required replacement. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.